Event description:
During the implant procedure, while using the inspire tunneler, the anterior jugular vein was nicked and the patient experienced bleeding. Physician located the bleeding by further dissection, then applied pressure, and used cautery and sutures to stop the bleeding. This resolved the issue.